Manufacturer narrative:
The device was returned and d9 was updated.

Manufacturer narrative:
D4 (serial) has been updated. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery was most likely patient related due to vessel calcification condition preventing successful delivery of impella and kinked the device. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink was most likely patient related due to vessel calcification condition preventing successful delivery of impella and kinked the device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinician narrative: an impella cp was attempted in a 71-year-old male who presented for a high-risk percutaneous coronary intervention (pci). The patient had a known history of coronary artery disease, with additional past medical history not provided. Right femoral arterial access was obtained. During attempted advancement, the impella cp could not be fully implanted due to a kink in the femoral artery in the setting of a femoral graft, which resulted in kinking of the device. As a result, the procedure was completed without impella support, and the device was removed. The patient experienced hemodynamic instability and medical device removal related to the impella cp. The patient was reported to be without harm. After a comprehensive review of the available information, vessel tortuosity and patient anatomy may have contributed to the kinking encountered during attempted device placement, and the review did not identify evidence suggesting a causal relationship between the impella cp and the reported event. The patient survived.